Event description:
It is reported that the poly cracked while trying to retrieve it from pt.

Manufacturer narrative:
Eval summary: the device has a potential field age of approx 4 years and has been used an unk number of times during that period. As returned, a portion of the distal rail of the device fractured. There also appear to be scratches and gouges along the distal posterior rail and along the distal anterior rail and notch. These scratches and gouges, along with the fracture, could be attributed to the repeated removal and insertion of the provisional along with normal wear and tear of the device. Without add'l info, however, the exact cause of the fracture could not be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.